Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated to 380 (mg/dl). The contact stated the customer's elevated bg level was due to stress about an upcoming trip. A bolus via the pump was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.